Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator generated an error which would render the ventilator inoperable. Although requested, patient involvement information was not provided.

Manufacturer narrative:
Covidien reference: (B)(4).

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.